Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances with a value greater than 200ohms. Subsequently, this rv lead was reprogrammed to a different impedance vector which lower the impedances to approximately 92ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.